Manufacturer narrative:
Updated UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. Additionally, the lot number provided did not match any lots manufactured for this device; therefore, a review of manufacturing records could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). 510(k) # of similar product code of 826638: k974088. Upon completion of the investigation, a follow up report will be filed.

Event description:
(B)(4). The sensor didn't detect the pressure level. No patient aes have been reported.